Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intrepid dfm100 defibrillator indicating that device is failing therapy knob test. Based on the information available and results of additional analysis, device is working as per manufacturers specifications. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational as per manufacturers specifications and the reported issue did not reproduced the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.